Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. This rise has been gradually happening over the past year. No changes were made and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. This rise has been gradually happening over the past year. No changes were made and the rv lead remains in service. No adverse patient effects were reported.